Manufacturer narrative:
It was confirmed that only 1.5cm long of fractured part of stent in the container was returned to us and several parts of wire broke on the investigation of returned device. Pyloric has actually relaxation / contraction motion. It is supposed that the stent was pressed due to pyloric motion, and the stent became weak by increased fatigue. That patient had cancer and pyloric stenosis, so the pressure could be worse. It is supposed that the stent fracture occurred due to increased fatigue by pyloric contraction / relaxation, the condition of patient's lesion, peristalsis of organs, and stenosis. Since it is difficult to reconstruct the situation at the time of procedure with limited information, it is impossible to find out exact root cause for this complaint. It will be monitored that similar case occurs from now on. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
On (B)(6) 2013: ddt2210 was implanted to a patient with pyloric stenosis. No problem was particularly admitted during and right after implantation. Primary disease: pancreatic cancer after about 5 months (exact date unk): after chemotherapy patient vomited and stent fracture around pylorus was doubted. On (B)(6) 2015: stent fracture was confirmed endoscopically. Stent end implanted toward stomach was confirmed to have been fractured. (Fractured part was about 1.8cm in length) fractured end was removed and another stent was newly added. Fractured end is available for investigation. Patient is now recovered from the reported ae.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time of procedure with limited information. The suspected device is not registered in the us, however, it was decided by the firm that we proceed MDR reporting as an event of stent fracture even though there was no damage to the patient due to this incident. We will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2015: ddt2210 was implanted to a patient with pyloric stenosis. No problem was particularly admitted during and right after implantation. Primary disease: pancreatic cancer. After about 5 months (exact date unk): after chemotherapy patient vomited and stent fracture around pylorus was doubted. On (B)(6) 2015: stent fracture was confirmed endoscopically. Stent end implanted toward stomach was confirmed to have been fractured. (Fractured part was about 1.8cm in length) fractured end was removed and another stent was newly added. Fractured end is available for investigation. Patient is now recovered from the reported ae.